Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided.

Event description:
It was reported patient underwent a right total knee arthroplasty on (B)(6) 2010. Subsequently, patient expired on (B)(6) 2010 due to unknown reasons.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported that patient underwent a right total knee arthroplasty on (B)(6) 2010. During the procedure, patient experienced an unstable cardiac rhythm. Subsequently, patient expired on (B)(6) 2010 due to unknown reasons.